Event description:
Customer alleges the brake shoe is worn for both sides and the left brake handle broke. No injury alleged.

Manufacturer narrative:
The consumer is a male whose age, height and weight are unknown. The consumer resides in a nursing home. The dealer stated that the brakes on both sides are worn and the left brake handle has broken. Replacement brakes have been sent out. No injury alleged.